Event description:
Related MFR ref.: 2030404-2014-00042, 2030404-2014-00043. During an atrial flutter ablation procedure in the left atrium, a pericardial effusion occurred. An inquiry decapolar ep catheter was placed in the coronary sinus and an inquiry optima was placed in the left atrium. Ablation was performed in the left atrium with a therapy cool flex ablation catheter and the pt developed a high rate atrial tachycardia, which required external cardioversion. Approximately 10 minutes after cardioversion, the pt became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the pt. The procedure was aborted at this time. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each MFR and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.